Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets failed for main drawer 4.1 and 4.2. A field service engineer reseated all connections in the back and restarted the station. Logged into diagnostics and released all pockets. Found numeral contaminants, causing issues around the pockets, touching the electrical contacts. As customer mentioned that another set of drawers in the same cabinet were having issues. The field service engineer cleared flooring, objects, and debris for multiple drawers at this same station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer 4.1 & 4.2 failure and user was unable to login to do recover storage space and cannot open the drawer at all. The customer reported that issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.